Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure, during insertion of the esheath, the dilator was scored and split in an attempt to cross an iliac stent. The procedure was aborted due to inability to advance the esheath. There was no patient harm. The esheath is not available to be returned for evaluation. No photos are available. There was no damage with the dilators after removing them from the package.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: component code, impact code, type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's vessel was provided, revealing the presence of calcification and an iliac stent. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The imagery report confirmed presence of iliac stent and calcification within patient's access. A pre-existing iliac stent can act as a physical obstacle that can impede sheath insertion and can even damage the dilator tip during continued interaction. Calcification can subject the sheath to suboptimal angles during insertion that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported dilator tip split and increased resistance during sheath insertion. In addition, sharp, calcified nodules within the patient access vessel can act as physical obstacles and can damage the sheath via direct contact and contribute to insertion difficulty. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty. High push forces applied to overcome resistance during sheath insertion can contribute to the dilator tip splitting. In this case, the split dilator tip and subsequent inability to introduce esheath was unable to be confirmed. The available information suggests procedure (high push force) and patient factors calcification and pre-existing stent) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.